Event description:
Explanting physician reported left side capsular contracture, baker grade iii/IV, and double capsule. The events of "seroma of mammary implants". Cytology of liquid composed by proteinaceous material and lymphocyte and fragments of fibrous tissue with sclerosis and lymphohistiocytic reaction were later reported. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/24/2024.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Explanting physician reported left side capsular contracture, baker grade iii/IV, and double capsule. The device has been explanted with complete capsulectomy and replaced with another manufacturer's device. The capsule has been sent to pathology for analysis.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The events of seroma and granuloma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Explanting physician reported left side capsular contracture, baker grade iii/IV, and double capsule. The events of "seroma of mammary implants". Cytology of liquid composed by proteinaceous material and lymphocyte and fragments of fibrous tissue with sclerosis and lymphohistiocytic reaction were later reported. The device has been explanted. This record relates to the left side.

Event description:
Explanting physician reported left side capsular contracture, baker grade iii/IV, and double capsule. The device has been explanted with complete capsulectomy and replaced with another manufacturer's device. The capsule has been sent to pathology for analysis.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed